Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported their au5800 system is intermittently generating spikes in ion-selective electrolytes (ise) results for thirty (30) to fifty (50) patients and quality control (qc). There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.